Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a short seizure on (B)(6) 2016 with a low blood glucose level count that was not provided. The customer was treated for their blood glucose with glucagon shot. The customer stated that there was nothing wrong with their insulin pump and the low blood glucose was caused by extensive exercise.